Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.

Event description:
During a transcatheter myocardial ablation to treat drug-resistant paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and aspiration of the sheath, air was noted inside the aspiration syringe. No air was observed inside the sheath when dilator was removed from the sheath. No leak was detected. The sheath was replaced, and the procedure was completed without patient complications. The sheath was later returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a transcatheter myocardial ablation to treat drug-resistant paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and aspiration of the sheath, air was noted inside the aspiration syringe. No air was observed inside the sheath when dilator was removed from the sheath. No leak was detected. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.